Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017,that the patient reported the transmitter switching on and off all day. No additional patient or event information is available. Data was provided for evaluation. The reported event was confirmed via data, also data investigation confirmed the presence of signal loss. The root cause of the signal loss could not be determined.